Event description:
The advocate received a "used strip" message on the contour next meter when running a blood test on her husband. She stated, he may experience a diabetic coma. During the call, it was discovered the advocate had performed the test incorrectly. She retested her husband while on the phone and received a reading of 22mg/dl. She ended the call because she wanted to call the doctor. Further information could not be obtained.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. Only the initial reporter name and phone number were given. It's not possible to determine the manufacture date without the product information.